Event description:
It was reported that the patient experienced syncope in the cath lab post change out for elective replacement indicator (eri). At which time no pulse was noted. The patient recovered consciousness by the time the device was interrogated, and interrogation found nothing unusual. The patient came back for a follow-up visit several days later and it was noted that 3 more syncopal episodes had occurred. The lead was ultimately capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4470 lead (B)(6) 2005; 4469 lead (B)(6) 2005. (B)(4).